Event description:
Pt was attached to a cardiac and blood pressure monitor. The pt's hand became a purplish color and her arm bruised. The machine did not let the blood pressure cuff deflate, nor did the machine alarm. Machine was sent to biomedical dept for testing. Machine was sent on to MFR for testing, under warrenty.